Event description:
The patient stated that her new infusion device is not working properly. She stated her blood glucose is high and she could feel the infusion device vibrating while she was driving home as if insulin was being delivered. She stated she feels that she was sent a used infusion device and she was not willing to troubleshoot. The patient was reassured that the infusion device that was sent to her had never been used before. The patient stated she did not feel like providing more information and she ended the call. Upon follow up, the patient stated she was very upset that her infusion device caused her blood glucose to raise to 300-400mg/dl. She stated that her normal blood glucose range is much lower than that (value not provided). She stated her hba1c values used to be between 6.5-6.8 and now they are 8.1-8.2. She stated that at times she can hear the piston rod in the infusion device turning for no apparent reason. The patient then became very emotional and did not wish to answer any more questions. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will be returned for evaluation.